Event description:
Caller reported that the t: slim x2 pump battery would not charge and the pump screen was unresponsive. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump as the caller's attempts to use different charging accessories were unsuccessful. With no backup insulin therapy available, the caller planned to consult with their healthcare provider for further assistance.